Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced. A review of the event history log identified downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor was out of specification. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed a downstream occlusion test. There was no patient involvement. No additional information is available.